Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its proximal end, i.e. Several struts are bent outwards. The stent is not displaced. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers and that the bent struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation. The tip has been manipulated, i.e. Cut in an angle. Review of the production documentation verified that the instruments were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The inner diameter of the nipro guideplus st extension catheter is 1.33 mm and does therefore not meet the requirements specified in the orsiro IFU ( 0.056 inch, 1.42 mm). The root cause for the complaint event is therefore most likely related to the extension catheter which was used in the intervention.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion in a moderately tortuous cx . During attempt to deliver guideplus ii st and the device resistance was felt and the device was removed. The stent was deformed at the proximal end. Another stent was implanted.